Event description:
It was reported that a merlin transmission revealed non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Myopotential oversensing was also noted and confirmed with deep breathing. Programming changes were made. The patient condition was stable and asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.